Event description:
Information received that the casters were not holding. No alleged injuries by account.

Manufacturer narrative:
Stretcher located in bed shop. Technician found the casters were not holding due to faulty casters. Replaced all four casters to resolve this issue.